Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted (B)(6) 2011; 620rg27 heart ring, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead integrity was compromised while the patient underwent cardiovascular surgery. The ra lead was capped and replaced eight days later. No patient complications have been reported as a result of this event.